Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the filter due to embedment. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the filter due to embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages.

Manufacturer narrative:
Additional information received from medical records state the indication for filter placement was the patient¿s history of multiple pulmonary emboli on chest cta, started on anticoagulation and developed gi bleed, anticoagulation needed to be interrupted due to that. An inferior vena cava (ivc) filter was recommended. The patient was seen to have distal ivc thrombus from prior abdominal CT and ivc filter was placed from right ij access. An optease ivc filter was deployed above the iliac confluence and below the lowest renal vein without complication. No clot was seen in the ivc, however, thrombus in right common iliac artery was seen. The patient tolerated the procedure well and went to the recovery room. Additional information was also received from a patient profile form that the patient experiences constant sharp pain in the abdomen, swelling ¿paid¿ and tingling in both legs. Severe lack of energy, anxiety and depression due to reduced quality of life. Additional information is pending and will be submitted within 30 days upon receipt

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was the patient¿s history of multiple pulmonary emboli on chest cta, previously started on anticoagulation and developed gi bleed, anticoagulation needed to be interrupted due to gi bleed. An inferior vena cava (ivc) filter was recommended. The patient was seen to have distal ivc thrombus from prior abdominal CT and ivc filter was placed from right access. An optease ivc filter was deployed above the iliac confluence and below the lowest renal vein without complication. No clot was seen in the ivc, however, thrombus in right common iliac artery was seen. The patient tolerated the procedure well and went to the recovery room. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the filter due to embedment. Per the patient profile form (ppf), the patient experiences constant sharp pain in the abdomen, swelling pain and tingling in both legs, severe lack of energy, anxiety and depression. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain, swelling of the legs and tingling of the hands and feet do not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description). Section g4 (date received by the manufacturer). Section h6 (evaluation codes). 2135 - ivc perforation. 1987 - organ perforation. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal of the filter due to embedment. The patient also reported experiencing constant sharp pain in the abdomen, swelling pain and tingling in both legs, and a severe lack of energy, anxiety and depression due to reduced quality of life. According to the medical records the indication for the filter placement was pulmonary emboli and resultant gastrointestinal bleed as a result of anticoagulation. The patient was noted to have distal inferior vena cava (ivc) thrombus seen on a prior abdominal computed tomography (CT) scan. As such, the filter was placed via the right internal jugular vein. The filter was deployed above the iliac confluence and below the lowest renal vein without complication. No clot was seen in the ivc, however, thrombus in right common iliac artery was seen. The patient tolerated the procedure well and went to the recovery room. Additional information received from the patient indicated that the patient underwent a failed removal approximately 3 months post implant. The patient reports perforation of filter strut(s) outside the ivc, and into organs, and filter embedded in wall of the ivc. The patient also reported having the following conditions attributable to the filter include failed removal due to embedment into ivc wall, abdominal pain, ivc perforation, and filter abutting the abdominal aorta. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult, and has been shown to lead to explant problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Pain, swelling of the legs, tingling of the hands and feet and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the filter due to embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. Additional information received from medical records state the indication for filter placement was the patient¿s history of multiple pulmonary emboli on chest cta, started on anticoagulation and developed gi bleed, anticoagulation needed to be interrupted due to that. An inferior vena cava (ivc) filter was recommended. The patient was seen to have distal ivc thrombus from prior abdominal CT and ivc filter was placed from right access. An optease ivc filter was deployed above the iliac confluence and below the lowest renal vein without complication. No clot was seen in the ivc, however, thrombus in right common iliac artery was seen. The patient tolerated the procedure well and went to the recovery room. Additional information was also received from a patient profile form that the patient experiences constant sharp pain in the abdomen, swelling paid and tingling in both legs. Severe lack of energy, anxiety and depression due to reduced quality of life. According to the information received in the updated patient profile form (ppf), the patient underwent a failed removal approximately 3 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, and filter embedded in wall of the ivc. According to the information received in the phase 2 discovery form, medical conditions and treatments alleged to be attributable to the implanted ivc filter include failed removal due to embedment into ivc wall, abdominal pain, ivc perforation, and filter abutting the abdominal aorta.